Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on bending section cover (a-rubber) is detached and there were deposits on the lens. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the ultrasound bronchofibervideoscope exhibited that the adhesive on bending section cover (a-rubber) is detached and there were deposits on the lens. There was no report of patient involvement.